Event description:
It was reported that telemetry confirmed an alarm due to a motor stall occurred. The stall was constant. It occurred on (B)(6) 2013 at 18:04. Two days later, at 18:04, the ¿stopped pump may exceed tube set¿ message occurred. It was noted that the alarm was not heard. There were no therapy or medical problems. Since the first time the healthcare provider (hcp) filled the pump, the patient was not complaining. The patient was hospitalized for a week beginning on (B)(6) 2013. An abdominal ultrasound was done during the hospitalization. It was questioned if this affected the pump. No change occurred when the patient left the hospital and went home. The reporter questioned the patient¿s pain level, considering he was not receiving therapy. It was noted that the patient may have suffered from confusion or dementia. The patient was lying in bed, so that may have helped with the symptoms. It was confirmed that the patient was not using oral dilaudid and was only receiving ibuprofen for pain while hospitalized. The device system was used to deliver hydromorphone and baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l70459, implanted: (B)(6) 1999, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced on (B)(6) 2013. Prior to the replacement, the patient had "terrible" withdrawal symptoms, including agitation and restlessness. At the time of the report, the patient was in the hospital for an unrelated cause.

Manufacturer narrative:
Analysis of the pump found pump/motor/gear train anomaly and corrosion and/or wear and/or lubrication. The stall was due to gear wheel three. Residue and moisture on the inside of the inner cover were found, as well as moisture on the outside of the motor can and the pumphead cover. Corrosion on the top side of gear wheel three was found which included partially corroded teeth on gear wheel three and the inner action of the teeth on gear wheel three and the pumphead gear. Moisture in the pumphead roller assemblies bulkhead compartment was also noted.

Event description:
Additional information received reported a motor stall was confirmed in the attention dialogue box. It was also reported the patient's pump was going to be replaced due to the motor stall. It was further reported when the pump was interrogated a motor stall warning screen appeared. As a result, the pump was to be replaced. The patient's status at the time of this report was, "alive- no injury." Additional information received reported "there seemed to be no MRI, interference or anything of that matter." The pump had a motor stall and never recovered. The motor stall occurred (B)(6) 2013 and a tube set message appeared 48 hours later with no motor stall recovery reported. On (B)(6) 2013 the pump was programmed and the alarm was silenced. No patient symptoms were reported. The pump was to be replaced (B)(6) 2013. The pump was being used to deliver hydromorphone and baclofen.